Event description:
Customer works in dentist's office. Developed latex sensitivity after 17 years of this type of work. Had anaphlactic shock three times before latex allergic diagnosis. Returned to work 7/10/00 after three months medical leave. Dentist had entire office cleansed of latex. Customer used non latex exam glove nitratouch, hands felt sticky after wearing, and had red rash and small white hives at the end of the day. Customer took benadryl and symptoms went away. Customer purchased some cotton glove liners and is wearing under nitratouch with no symptoms.